Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4(catalog), d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cs100 intra-aortic balloon pump (iabp) with machine not getting on. Getinge field service engineer (fse) found the machine is not getting switched on. Power supply output voltage is missing. Need to replace the power supply. No one was harmed onsite. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs100 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported during a routine check by the distributor's fse, the cs100 intra-aortic balloon pump (iabp) was not getting switched on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.